Manufacturer narrative:
This report is being filed as a result of a retrospective review of philips healthcare complaints back to january of 2007. Philips field service engineer (fse) evaluated the system and performed a calibration of the table and both detectors, then tested the system. The issue could not be reproduced by the philips team. The customer confirmed that the skylight is functioning properly; the problem has not recurred. (B)(4).

Event description:
Philips received info from a customer site that the detector heads of the skylight az camera collided during a whole body scan. There was no report of injury to pt or operator as a result of this reported event.